Manufacturer narrative:
(B)(4) - trocar sleeve difficult to remove. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain was used. The scrub nurse reported that the sleeve of the trocar is too hard to pull off by hand. The plastic sheath needs to be cut with a scalpel and slice it off. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.